Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with loss of bladder control. The patient had return of symptoms in the past 2 weeks. The patient was going to the bathroom all the time. It was noted that recently she will adjust her stim and she will feel it and then 5 min later she cannot feel stim any more. The other day she tried to connect with her interstim and she saw the "poor communication" screen. It was explained that screen is not a warning screen. Regarding the event it was noted that about 2 weeks ago she had "a floater in her eye". She only had it for 5 min. The patient had a panic attack over it and her blood pressure went up so she went to the ER and they monitored her overnight. Everything went fine. The patient followed up with her primary care physician and they were thinking that the stress caused her to have an overactive bladder. During that period in the hospital she was going to the bathroom constantly and she was wondering if the stress she was under could effect her therapy. Pt stated that since that experience she has been going to the bathroom all the time and she is just disappointed in the therapy. The patient was planning a follow up appointment with their doctor. It was noted that patient had not been to doctor in 6 months. It was noted the patient had her ins on 24-7. It was noted that the patient got the poor communication screen for the first time and it made her nervous. It was clarified that the patient uses an antenna to communicate. The patient pressed the sync key and nothing happened at first. It took a long time to connect. An issue with the patient programmer was reported. The patient had generic brand batteries right now. It was noted that the patient was on the trial for detrol la - but that trial did not work. Pt states she was hoping she could stop taking all oral medication when she got interstim but she was told her bladder was "really bad" and she will need oral medications. The patient was going to the bathroom every 1/2 hour in the past 2 weeks. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# v979271, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).